Event description:
We received nebroo hearing aids in the mail before our trip to our son's in (B)(6). My husband tried the hearing aids in (B)(6) and found the beeping noise unbearable no matter how he adjusted them. We returned home to (B)(6) on (B)(6) 2025 and he wants to return the aids. Pt code: 4582. Device code: 3273. Ref report: mw5178573.